Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a package of bd¿ syringe solomed 3ml ll 24x3/4 is missing the manufacturing date . There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a package of bd¿ syringe solomed 3ml ll 24x3/4 is missing the manufacturing date . There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR, quality notification and maintenance records were analyzed and no occurrences potentially related to the defect was observed. The images sent by the customer were verified and it was possible to observe label content missing. The potential cause for the problem is failure at batch printer at packaging machine. In december, 2017 a complete retrofit at batch identification printing system at the packaging machine was completed. This change was performed according change control. The defect identified by this complaint will be monitored to trend analysis.